Event description:
It was initially reported through clinic notes that the patient had his vns re-positioned as it had moved. No additional information was provided. Good faith attempts to obtain additional information have been unsuccessful to date.